Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a failure code 810.11, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.